Event description:
Caller states that the patient tested 3.7 inr and 4.9 inr during duplicate testing. Caller reports patient 2 tested 2.0 inr and 2.7 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.